Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 155mg/dl. Reportedly, the customer's clinical diabetes educator worked with the customer to find a different infusion set type that was a better fit for the customer to address the issue.